Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the x-ray batteries for the imaging system were unable to hold a charge. The batteries have not been replaced at this time, therefore no parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the x-ray battery leds would not illuminate when the interface (umbilical) cable was disconnected from the imaging system. No additional information was provided. There was no patient present when this issue was identified.